Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject pacemaker was implanted during a pacemaker replacement procedure. Lead impedance was measured above 3000 ohms, so a connector fault was suspected. Back in the cardiology department, the patient was reportedly in bradycardia, which was poorly tolerated, and with life-threatening prognosis. The patient was sent back to the emergency room and a new pacemaker was implanted.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject pacemaker was implanted during a pacemaker replacement procedure. Lead impedance was measured above 3000 ohms, so a connector fault was suspected. Back in the cardiology department, the patient was reportedly in bradycardia, which was poorly tolerated, and with life-threatening prognosis. The patient was sent back to the emergency room and a new pacemaker was implanted.